Manufacturer narrative:
It was reported that the foley catheter "expelled back out" after being inserted. Due to this, a new device was used. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Foley catheter "expelled back out."